Event description:
This procedure was performed in (B)(6). Angiography was performed after the protege gps stent was positioned and detached precisely in the right subclavian artery; it showed the length of the stent was longer than the standard specification of 60mm. According to the measurement by the technician, the linear distance of the lesion was 71.75mm, and if it was measured after straightening the stent, the length would be nearly 80mm. The end of the stent was stretched to the aortic arch; considering the patient needed to undertake a heart stent placement, it is not clear whether the above situation will have some influence when the device passes through the aortic arch.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Cine image received of the stent.